Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. In addition, it was reported customer experienced a blood glucose (bg) level above 400 mg/dl. Reportedly, the customer believed bg level was caused by an occlusion that did not announce as the customer had scar tissue underneath the skin that may have caused absorption issues at the infusion set site. A supply change was performed to address bg level; no damage was observed on the infusion set cannula. As the pump was still functional, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the cracked touchscreen issue was verified. Functional testing was performed and no failure was identified related to the occlusion alarm issue.